Event description:
I am (B)(6) now. When I was (B)(6) my bladder literally fell out. I was ¿tacked back up¿ using a pelvic mesh sling. Within 2 weeks post-op, my bladder was hanging half on and half off. It causes severe pain and I have been dealing with that pain for close to 12 years now. On (B)(6) 2012- ironically my son's (B)(6) birthday ¿ my colon exploded in half. I was in critical care, got (B)(6) infection, went into acute kidney failure, and had blood transfusions. I was literally cut open in the doctor¿s office four times. He made two very large holes in my stomach which had to be packed and unpacked with gauze daily. It took 5 months for the holes to close up. I also had my ribs broken not just in surgery but twice in the doctor¿s office. I also had tubes sewn into my stomach for months and then had them ripped out in his office. She was very sadistic and I never went back. My bladder was 50% effaced pre-surgery and is now 90% effaced. No doctor will take the mesh out. I am told that there are only two doctors in the united states that will take the mesh out because it can cause problems taking it out. Even though I feel like it is rotting inside, I am a single mother and my only income is social security disability so, I can¿t afford to go anywhere. I can¿t have sex. Suffer incontinence, severe pelvic pain and repeated infections. I am sure that somehow, some way I will end up in surgery again. The funny part is that I can¿t get compensation for pain and suffering or past, present, and future medical bills. There is a statute of limitations and I am suffering for it. These meshes are horrible and have almost cost me my life. Pelvic mesh/bladder sling implanted on (B)(6) 2000. Diagnosis: third degree cystocele and second degree uterine prolapse.